Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and identified that the front right corner of the heater tray was touching the cycler cabinet. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results coming back positive. Upon initiating a simulated treatment, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. A second simulated therapy was initiated and the cycler alarmed with an m65 scale reading error warning. The cause of the failure was discovered to be due to the right front corner of the heater tray touching the cycler cabinet. The load cell position was adjusted and a third simulated treatment was performed and completed without complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A load cell verification test was also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported fluid leak and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received an m31 air detected in cassette alarm during drain five of seven of peritoneal dialysis therapy. The patient was able to troubleshoot the alarm and complete their therapy. Upon removing the cassette, the patient found fluid leaking from the cassette compartment of the cycler. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention as a result of the event. The patient continued with therapy without the cycler using manual supplies. The patient received a new cycler and was able to complete treatment without complication. Additional information was requested but was not available.